Manufacturer narrative:
Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8 731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the patient had a wound infection on (B)(6) 2012. The patient was seen again in (B)(6) 2012 and (B)(6) 2012 for dose adjustments. Additional information has been requested, but it was not available as of the date of this report.